Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one 5fr powerline s/l catheter was returned for evaluation. Gross, microscopic evaluation was performed. The investigation is confirmed for the reported cuff bonding issue as the tissue cuff was intact and had residue and it was noted to move freely on the catheter. Furthermore, the tissue cuff was noted to be glossy and matted. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 08/2024), g3, h6 (method). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post chronic catheter placement procedure, the cuff of the device allegedly slid along the catheter to the hub. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 08/2024).

Event description:
It was reported that prior to a device placement procedure, the cuff of the device allegedly slid along the catheter to the hub. There was no patient contact.